Event description:
Customer reported the insulin pump had been alarming no delivery for the past 24 hours and she had to be hospitalized. Customer's blood glucose was 104 mg/dl. Customer disconnected from the quick release, performed fixed prime, and insulin did exit. Customer was unable to remove cannula at the time. Customer was advised to do a complete set changed. Customer stated blood glucose was in the 70 mg/dl range but all night it was in the 400 mg/dl range. Customer woke up with blood glucose of 289 mg/dl and customer did a set change. By the time customer arrived at the hospital, blood glucose was lowering. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.